Event description:
It was reported there was a 30 minute delay in surgery.

Manufacturer narrative:
It was reported that there was a 30 minute delay in surgery. Complaint has been evaluated and is similar to previous report number 1644408-2022-00870; 414952, s303-broke/cracked/damaged, instrument failure, surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, rotation tool tabs broke off rim.